Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm while the user was sleeping. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs 087 call service alarm, indicating a language file corruption due to a failure of the u39 component on the printed circuit board.